Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tubes experienced label lift off/partial peel off which was noted prior to use. The following information was provided by the initial reporter: material no. 367962, batch no. 9065836. Per email: tube label are peeling off on entire lot of tubes.

Event description:
It was reported that an unspecified number of bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tubes experienced label lift off/partial peel off which was noted prior to use. The following information was provided by the initial reporter: material no. 367962, batch no. 9065836. Per email: tube label are peeling off on entire lot of tubes.

Manufacturer narrative:
H.6. Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for label lift with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA 1064141. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified.